Event description:
Edwards received notification from our affiliates in italy. Through review of medical article "performance of the edwards sapien 3 bioprosthesis in atrioventricular valve position: a case series", corresponding author alejandra garretano, the following event(s) was/were identified as pertaining to an edwards device: a two year old patient with complex congenital heart disease presented a severe tricuspid insufficiency and right heart failure. A 23mm sapien 3 valve was surgically implanted in tricuspid position. Three months after initial procedure, severe regurgitation and paravalvular leak were developed due to infective endocarditis. One year and six months after initial procedure, it was developed valve dysfunction with moderate paravalvular leak, mild hypomotility of one leaflet and severe tricuspid regurgitation, due to that, six months later a percutaneous valve-in-valve was done with a 23mm sapien 3 and a closure of paravalvular leak with a device was performed without complications. Thirty months after the valve-in-valve with a 23mm sapien 3 procedure, the patient developed a moderate paravalvular leak and became symptomatic with multiple episodes of right heart failure.

Manufacturer narrative:
The date of the event is unknown; however, the article was received for publication on 13-feb-2024. Therefore, the 'received for publication date' used as the occurrence date. The investigation is in progress, a supplemental report will be submitted. This is one of five manufacturer reports being submitted for this article.

Manufacturer narrative:
The device was not returned for evaluation as it remained implanted. Therefore, a no product return engineering evaluation was performed. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of valve leaflet motion restricted and central regurgitation were unable to be confirmed due to unavailability of imagery or medical records. Due to unavailability of valve serial number, DHR or lot history review were unable to be performed to determine if a manufacturing non-conformance contributed to the complaint. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% functionally tested for proper coaptation under physiological backpressure conditions prior to release for distribution. In addition, during valve assembly, leaflet tissue is submitted to thickness measurements. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As reported, ''a 23mm sapien 3 valve was surgically implanted in tricuspid position. Three months after initial procedure, severe regurgitation and paravalvular leak were developed due to infective endocarditis. One year and six months after initial procedure, it was developed valve dysfunction with moderate paravalvular leak, mild hypomotility of one leaflet and severe tricuspid regurgitation, due to that, six months later a percutaneous valve-in-valve was done with a 23mm sapien 3 and a closure of paravalvular leak with a device was performed without complications''. It should be noted that the sapien 3 valve was surgically implanted in tricuspid position, which is not indicated for use. Therefore, this case is considered off-label. Leaflet motion restriction develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration such as calcification, non-calcific degeneration, leaflet thickening or thrombosis, or a combination of these. Leaflet motion restriction may also develop progressively if host fibrotic tissue, or pannus, grows onto the bioprosthetic valve. Per information provided patient had endocarditis. Endocarditis is an infection of a native or prosthetic valve. Causes of prosthetic valve endocarditis are well documented in the literature and are typically classified as early (<60 days) or late (>60 days). In the bloodstream, endocarditis can multiply and spread across the inner lining of the heart (endocardium). The endocardium becomes inflamed, causing damage to heart valves/leaflets, resulting in obstruction of blood flow. Endocarditis is also characterized by vegetations that are attached to the leaflets and surrounding tissue. These vegetations, overtime can lead to degradation which could contributed to restriction mobility of leaflets. As such, available information suggests the patient factors (endocarditis) may have cause or contributed to the event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. Per the instructions for use (IFU), valve regurgitation is a potential adverse event associated with bioprosthetic heart valves and the tavr procedure. Regurgitation which develops progressively over time can be due to several issues including patient-related factors, structural valve deterioration, or non-structural dysfunction (e.g., pannus growth). Per information provided patient had endocarditis. Endocarditis is characterized by vegetations that are attached to the leaflets and surrounding tissue. These vegetations, overtime can lead to degradation. Therefore, endocarditis could affect the leaflets functionality/coaptation, resulting in central regurgitation. Additionally, one of the valve leaflets motion was restricted which means that valve coaptation was not adequate, and therefore it could have contributed to the central regurgitation. As such, available information suggests the patient factors (endocarditis, restricted leaflet mobility) may have cause or contributed to the event. No device problem or manufacturing non-conformance that would have contributed to the complaint event was identified during the evaluation. No labeling/IFU deficiencies were identified. Therefore, no further corrective or preventative actions are required. For the report of paravalvular leak, per the instructions for use (IFU), paravalvular leak (pvl) is a known potential adverse event associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure. Paravalvular leak refers to blood flowing through a channel between the structure of the implanted valve and the landing zone, as a result of a lack of appropriate sealing of the valve to the target site. Some pvl is not uncommon post-deployment. Many cases are mild to moderate, and either resolve over time or do not cause symptoms. Others may be more clinically significant and require intervention. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the landing zone, uneven distribution of calcium on the landing zone, bulky or severe calcification, an elliptical annulus shape, and valve under-sizing. The mechanism behind worsening or late pvl is not well understood but may be related to cardiac remodeling. Edwards extensively trains physicians before they are qualified to use the sapien transcatheter heart valves (all models). The device training manuals instructs the operator on proper imaging screening requirements, including the use of good quality echocardiography and/or computed tomography (CT) to appropriately measure the landing zone, assess the content and distribution of calcium, and other patient anatomical factors. Multiple imaging modalities should be considered during valve size selection. Contraindications, important considerations when assessing the valve, and choosing the proper transcatheter heart valve are also discussed. The device training manuals also instruct the operator on proper positioning and deployment of the valve, including patients screening and procedural considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures are also included. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest/indicate that this paravalvular leak was a progression of the initial one caused by an endocarditis, but a definitive root caused could not be established due to the limited information. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time. This is one of five manufacturer reports being submitted for this article.